Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #10 (type ii bone). A site prep graph was performed on (B)(6) 2012 using block graft. An infection was involved in the event. The clinician states that the bone and implant did not integrate. The implant was removed on (B)(6) 2012 due to an infection. Medical history: no significant findings.